Event description:
It was reported that during a laparoscopic right colon procedure the tip was hotter than usual and blanching the tissue. There was no burn on the patient reported. They continued to use the device but it was a nuisance for the surgeon to use. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Instructions for use warn: "blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use." "During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times." "Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad and increased blade, clamp arm and distal shaft temperatures." "Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided."